Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault 74 error message indicating a software task error. The message resulted in an alarm which notified the caregiver to the malfunction. The device was not in use when the fault occurred, therefore, there was no pt involvement. MFR #3004604967-2015-00312.